Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? No information. Did the patient receive chemo or radiation therapy? No information. Was there any issues with staple formation in initial procedure? No trouble. Were any other cartridges used? If so, what color? Ecr60b. What is the current patient status? Still in hospital.

Event description:
It was reported that after an open total gastrectomy on (B)(6) 2016, minor leak occurred after the operation. The device was used on the duodenum. After the event, conservative medical treatment was performed. The patient is still being hospitalized. No device will be returning.